Manufacturer narrative:
Additional information: d.11.

Event description:
It was reported that during a dexmedetomidine infusion, the tubing set cracked and leaked at an unspecified location. Although requested, additional information was not provided.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that during a dexmedetomidine infusion, the tubing set cracked and leaked at an unspecified location. Although requested, additional information was not provided.

Event description:
It was reported that during a dexmedetomidine infusion, the tubing set cracked and leaked at an unspecified location. Although requested, additional information was not provided.